Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) reviewed safety mode settings and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) reviewed safety mode settings and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) reviewed safety mode settings and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.